Event description:
While attempting to make a delivery, a driver was notified that this peritoneal dialysis (pd) patient was in the hospital since (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to a local emergency room (ER) (date not confirmed) and was transferred to a hospital in another town. The patient was diagnosed with peritonitis. The patient had the pd catheter removed. The patient was scheduled to begin in-center hemodialysis (ichd) on (B)(6) 2026, but it could not be confirmed if the patient was discharged from the hospital. No information pertaining to culture results, antibiotic therapy, or a cause was available. No additional information was provided. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).